Manufacturer narrative:
The ICD remains implanted and in service with the new lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) presented with shock impedance measurements above 200 ohms. A revision was performed and the rv lead was explanted and successfully replaced. No additional adverse patient effects were reported. The ICD remains implanted and in service with the new lead.